Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl (1500 mcg/ml at 3758.1 mcg/day) and dilaudid (15 mg/ml at 3.751 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that on (B)(6) 2018 the pump stalled and recovered twice in one day. The first stall was from 19:26 to 19:37 and the second was from 20:33 to 20:38. No patient symptoms were reported. The hcp just wanted to make surethe stalls were documented. No further complications were reported.